Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a defective user interface module board. The user interface module board has been replaced. Additional: similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The user interface module master software version is 6.13.92, categorized as remediated.

Event description:
During baxter (B)(4)'s review of the event history of a colleague infusion pump, it was discovered that failure code 12:323:528:0000 occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.